Manufacturer narrative:
Currently, it is unknown whether the device may have caused or contributed to the reported event. The patient's attorney did not allege a specific device failure and medical records have not been provided. Without a lot number a review of the manufacturing records could not be conducted. With the currently available information, no conclusion can be drawn. If additional event and/or evaluation information is obtained, a follow up MDR will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned to manufacturer.

Event description:
The following was reported to davol by the patient's attorney: on (B)(6) 2006 - patient underwent surgery for repair of a ventral hernia. A composix kugel mesh patch was implanted to repair the hernia defect. On (B)(6) 2014 - the patient underwent surgery to remove the mesh because of persistent abdominal pain. The patch was removed in it's entirety. The attorney alleges the patient experienced pain, additional surgery, explant, defective mesh and permanent injury.

Manufacturer narrative:
Addendum to the initial report. This supplemental emdr is being sent to provide additional information that was based on a review of medical records provided to davol by the patient's attorney. Based on the medical records provided the patient experienced adhesions, wound dehiscence, infection, pain and inflammation. Adhesions is listed as a known possible adverse reaction in the instructions-for-use. In regards to infection, the warning section of the instructions-for-use states "if an infection develops, treat the infection aggressively. The prosthesis may not have to be removed. An unresolved infection, however, may require removal of the prosthesis.¿ based on the information provided, it is unclear if the ck patch caused or contributed to the issues experienced after implant as the patient has an extensive history of bowel resection and ileostomy in which the patient appeared to have recurrent issues with several years following implant of the composix kugel patch. The patient then underwent additional surgery involving the bowel and subsequently the ck patch became infected. It is unclear, per the information at hand, when the issues began as there are no records provided following the implant and up to postop office visits in 2013. If additional event and/or evaluation information is obtained, a follow up MDR will be submitted.

Event description:
The following is based on a review of medical records provided to davol by the patient's attorney: on (B)(6) 2006 - the patient was diagnosed with incisional hernia and adhesions. The patient underwent a exploratory laparotomy, lysis of adhesions and repair of incisional hernia with composix kugel hernia patch. In 2013 - the patient underwent a colonic resection and creation of an ileostomy. On (B)(6) 2013 - the patient had md office visits post resection and ileostomy. It was reported that the ileostomy was working well with very little drainage from incision. Patient weight has gone up and there is much leff drainage from the rectum. On (B)(6) 2013 - patient developed severe constipation and possible sterkel ulceration (perforation) in the area of her previous anastomosis requiring emergency surgery and underwent a small bowel resection. There was no mention of the previously placed composix kugel mesh. Operative dictation notes there was no sign of any purulence or inflammatory tissue. On (B)(6) 2013 - (B)(6) 2014 - the patient was evaluation postop for impaired wound healing and was eventually diagnosed with an intra-abdominal abscess, cutaneous fistula and wound dehiscence. On (B)(6) 2014 - the patient was diagnosed with abdominal wall abscess and infected abdonimal wall mesh (composix kugel). The patient underwent incision and drainage of the abdominal wall wound with partial explant of the "infected" composix kugel hernia patch. Operative details notes exam showed a small draining sinus in a lower abdominal wound and tender cellulitic surrounding area consistent with both underlying infected mesh (composix kugel) and incompletely drained abdominal wall abscess. On (B)(6) 2014 - patient had a post op office visit. The patient was noted to have pain around the wound but feels it is draining well. On (B)(6) 2014 - the patient was diagnosed with infected abdominal wall prosthetic mesh (composix kugel), ventral hernia and intraabdominal adhesions. The patient underwent an exploratory laparotomy with removal of infected abdominal wall prosthetic mesh (composix kugel), lysis of small bowel adhesions, repair of small bowel enterotomy and ventral hernia repair with bilateral component separation myofascial release and mesh underlay with non-bard davol biologic mesh. On (B)(6) 2014 - the patient underwent an incision and drainage of abdominal wall wound, cauterization of granulation tissue and wound vac placement. No mention of any residual mesh in the operative detail.